Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: gxl and hwe. Initial reporter is a synthes sales representative. Part 05.000.008, lot 006544: release to warehouse date: february 21, 2017. Supplier: triangle manufacturing. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service and repair history: the previous service event for part number 05.000.008 with lot number(s) 006544 has been reviewed. The customer called in a service request for this item on november 13, 2020 for unknown malfunction. The item was previously returned for service on may 01, 2018 due to electronic control damage. The previous service condition of electronic control damage is not relevant to the current complained issue of unknown malfunction. The manufacture date of this item is february 21, 2017. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported that the 05.000.008 has unknown malfunction. The repair technician reported the wires are burnt, bearings are grinding, there is debris on the inside. The device did not run in fast forward, forward, or reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver has unknown malfunction. The issue was observed during equipment check post wash. There was no patient involvement. During the investigation of the returned device it was noted, the wires are burnt, bearings are grinding, there is debris on the inside. The device did not run in fast forward, forward, or reverse. This report is for a handpiece for battery powered driver. This is report 1 of 1 for pc-(B)(4).